Event description:
A medical assistant reported a customer rec'd inaccurate high glucose readings (98, 99 and 152 mg/dl) from their freestyle freedom meter. It was also reported customer experienced symptoms of "non responsive, eyes were open, but no verbal response, skin was pale, cold clammy and diaphoretic, pupil response was reactive" and loss of consciousness. Paramedics were called and they rec'd a reading of 44 mg/dl on their meter. The customer was diagnosed with severe hypoglycemia. It is unknown what treatment was rendered to ameliorate his symptoms. There was no report of death or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.